Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump began to deliver insulin without exiting the reservoir loading process. The customer¿s blood glucose was 97 mg/dl at the time of the incident. The customer loaded the reservoir, complete the rewind, but it couldn't get pass the load reservoir screen. It is unknown if the auto mode was active on the insulin pump or was automatically adjusting insulin delivery during the event. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device received with operating currents within specification. The device passed self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No prime anomaly noted. The device exited the load reservoir screen properly.